Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at the buttocks on (B)(6) 2015. Patient's mother described the skin reaction as a very itchy, red, and bumpy rash. Patient's mother treats the affected area with triamcinolone ointment, prescribed by patient's physician on (B)(6) 2015. At the time of contact, patient's mother reported current condition of skin reaction as good. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).